Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to dislodgement when trying to place the lead. After several attempts, the helix would not extend. This lead was never in service. No adverse patient effects were reported.